Event description:
Received notice of a fire that allegedly occurred in a garage of a home where a pride victory scooter was present.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
Per investigation our product was not the cause. It appears the fire may have been caused by careless smoking/materials. Updated the following information: product code to ini date of event to 06/02/2023.

Event description:
Received notice of a fire that allegedly occurred in a garage of a home where a pride victory scooter was present.